Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 1 second. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with aa different device. No complications were reported, and the patient was in good condition after the procedure.